Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '03.133.150, screwdriver handle univ had a missing pin and broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A definitive root cause could not be determined for missing pin. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the screwdriver handle univ would contribute to the complained device issue. Since the device was not returned, a dimensional inspection cannot be performed. Based on the investigation findings, potential cause attributed to unintended force and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Product code: 03.133.150. Lot number :j015071. Release to warehouse date :20 .may .2024. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the holding mechanism became disassembled. Attempts were made to put it back together, but it appears to be missing a pin. It is unknown how it came apart.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.